Event description:
A medical doctor reported that an automated impella controller (aic) failure occurred. The doctor planned to implant an impella cp later that day and had already activated the aic. Approximately 20 minutes after activation, it displayed the error "aic failure." After a restart, the aic was operational again. The pump has not yet been implanted, and the patient was not yet at the catheterization lab. It was recommended to switch to a backup console for the implant, and sent in the error aic. No patient harm was reported as a patient was not yet involved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d9 and h6.